Event description:
The bd q-syte device leaked during the delivery of chemotherapy. When the flush syringe was removed, it was observed that the septum had come apart from the plastic housing.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).